Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing was carried out in 2009, which confirmed that the device was malfunctioned. The pt was re-implanted sixteen days later.